Manufacturer narrative:
An investigation was completed in response to a customer complaint for a misidentification result when testing a patient isolate with the vitek® ms instrument (reference# 410895, serial# (B)(4). The customer reported that the vitek ms obtained an identification of turicella otitidis. The isolate was then tested via pcr and again using the vitek ms. The isolate identified as rhodococcus hoagii (r. Hoagii) and rhodococcus equi (r. Equi) respectively, customer service confirmed r. Hoagii and r. Equi are the same strain with a change in taxonomy. Investigation: the customer's raw data was reanalyzed for the investigation so the customer strain was not submitted for investigational testing. Through the investigation, it was identified that the customer's system was fully operational at the time of testing, but the customer's spot preparation was non optimal. Additionally, the customer's data was reprocessed with vitek® ms knowledge base version 3.2 and no misidentifications were obtained. Results obtained from reprocessing included rhodococcus hoagii and no identification. Conclusions the misidentification was not reproduced internally. The suspected cause of the misidentification is non optimal spot preparation by the customer. Local customer service (lcs) has been instructed to provide additional training materials to the customer to help improve spot preparation quality.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification result when testing a patient isolate with the vitek® ms instrument (reference# 410895, serial# (B)(4)). The customer reported that the vitek ms obtained an identification of turicella otitidis. The isolate was then tested via pcr and again using the vitek ms. The isolate identified as rhodococcus hoagii (r. Hoagii) and rhodococcus equi (r. Equi) respectively, customer service confirmed r. Hoagii and r. Equi are the same strain with a change in taxonomy. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate in internal investigation.